Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H4: the lot was manufactured january 10, 2022 - january 11, 2022. H10: the actual device was returned for evaluation. A visual inspection noted evidence of leak at the fill port after the fill port cap was opened. Further inspection revealed the cause of the leak (backflow) at the fill port was due to a glass fragment measured to be 0.60 square mm in size; stuck under the device check band. The reported condition was verified. The cause of the condition was most like user filling technique as a glass ampoule used for filling the device without a filter can result in this type of event. The use of a filter during filling is recommended in the product labeling, instructions for use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
B5: it was reported that a large volume folfusor had bubbles or drops coming out at the filling nozzle; further described as ¿it was observed that below the sterile bench the valve was not tight¿. This was discovered after filling. The device contained butylscopolamin in sodium chloride solution 0,9%. As a result, a new device was prepared. There was no patient involvement. No additional information is available.